Manufacturer narrative:
PMA/510(k) # (B)(4). Device evaluation the zisv6-35-125-6-140-ptx device of lot number c2050500 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. Refer to the returned product-notes field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the following was noted: visual inspection: ¿ red safety button returned depressed ¿ outer sheath appears compressed below strain relief ¿ kink observed on outer sheath approximately 2cm under strain relief ¿ kink observed on outer sheath approximately 53 cm from strain relief ¿ crinkling felt on outer sheath 25cm to 40.5cm approximately from distal tip ¿ stent was not returned functional inspection ¿ device flushes with no issue ¿ 0.035" wire guide will not pass through kink at 53cm manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use/label there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0118) states the following: ¿a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system. If hydrophilic wire guides are used, they must be kept fully activated¿. Image review an image was not returned for evaluation root cause review a definitive root cause could be attributed to the use of an incorrect wire guide size with the device. From the information available, it is known that the user used a 0.018inch wire guide. This is not the correct wire guide size for this device, ifu0118 states that a 0.035 inch (0.89mm) diameter wire guide should be used. The use of a smaller wire guide with the device would have resulted in insufficient device support during advancement. Lack of support from a smaller wire guide could lead to the compression, kinking and crinkling on the outer sheath that was seen in the lab evaluation and in turn difficulty with deployment. This may have caused the tightness and resistance that the physician felt and required the physician to use a greater deployment force while trying to deploy the stent and in turn caused the malfunction. The physician deployed the rest of the stent with a pin/pull method. The physician was able to deploy the rest of the stent but it had stretched. He felt that maybe the outer part of the deployment system was stuck on the interior of the arterial wall. No part of the stent fractured. The patient did not experience any adverse effects due to this event. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function confirmation of complaint complaint is confirmed based on customer and/or rep testimony summary according to the initial reporter, after the stent was deployed about one third of the way, the physician began to feel tightness and resistance. The area between the handle and the catheter started to bend upward and deform. At that point, the thumbwheel started to spin freely and he deployed the rest of the stent with a pin/pull method. He was able to deploy the rest of the stent but it had stretched. He then performed angioplasty followed by lining the lesion with additional zilver ptx stents. The stents deployed successfully. He felt that maybe the outer part of the deployment system was stuck on the interior of the arterial wall. No part of the stent fractured. Confirmed quantity of 01 device, confirmed used according to the initial reporter, the thumbwheel started to spin freely and the physician deployed the rest of the stent with a pin/pull method. He was able to deploy the rest of the stent but it had stretched. He then performed angioplasty followed by lining the lesion with additional zilver ptx stents. The stents deployed successfully. The patient did not experience any adverse effects due to this event. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU in regards to the correct wire guide to be used with the device. Complaints of this nature will continue to be monitored for potential emerging trend.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Event description:
As initially reported to customer relations: the customer reported it as a device malfunction. They told me the physician would contact me next week with specifics. The physician is a vascular surgeon. Additional information per district managers reply. The device was flushed prior to the procedure. There were no issues during the flushing step. They started with an .018 wire and after angioplasty, moved to an .035 wire. The approach was contralateral but the bifurcation was not steep. It was a tight and calcified lesion in the sfa. Pre-dilatation was performed prior to stent placement. After the stent was deployed about one third of the way, the physician began to feel tightness and resistance. The area between the handle and the catheter started to bend upward and deform. At that point, the thumbwheel started to spin freely and he deployed the rest of the stent with a pin/pull method. He was able to deploy the rest of the stent but it had stretched. He then performed angioplasty followed by lining the lesion with additional zilver ptx stents. The stents deployed successfully. He felt that maybe the outer part of the deployment system was stuck on the interior of the arterial wall. No part of the stent fractured. The patient did not experience any adverse effects due to this event. Th 14aug2023. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? Not specified. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 3.60 are images (e.g. Angiography, us etc.) Of the device and/or procedure available? N/a, yes, no. 3.61 was the device flushed before the procedure, as per IFU? N/a, yes, no. 3.62 were there any issues with flushing of the device? N/a, yes, no. 3.63 details of the access sheath used (name, fr size,length)? 3.64 details of the wire guide used (name, diameter, hyrdophyllic)? 3.65 what approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other. Please specify for other: if contralateral, was the bifurcation angle steep? N/a, yes, no. 3.66 what was the target location for the stent? 3.67 what artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other. Please specify for other: 3.68 was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no. 3.69 if removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no. 3.70 did the stent delivery system cross the target location? N/a, yes, no. 3.71 was pre-dilation performed ahead of placement of the stent? N/a, yes, no. 3.72 was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other. If other, please specify: 3.73 was resistance encountered when advancing the wire guide? N/a, yes, no. 3.74 was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. 3.75 was resistance encountered when deploying the stent? N/a, yes, no. 3.76 how did the physician deal with any resistance encountered? 3.77 was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no. 3.78 after deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other. If other, please specify: 3.79 was post-dilation performed after the placement of the stent? N/a, yes, no. 3.80 did any portion of the device break off? N/a, yes, no. If yes, please state what part: 3.81 when did the device break? N/a, prep, advancement, deployment, withdrawal, after removal. 3.82 thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a, yes, no. 3.83 thumbwheel only ¿ was the retraction sheet being held during deployment. N/a, yes, no. 3.84 did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no. If yes, was the stent partially deployed? N/a, yes, no. If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed. 3.85 if removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no. 3.86 was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no. 3.87 please advise if and when any damage was observed on the; 3.87.1 wireguide n/a, yes, no. Prior to use, during use, post procedure. 3.87.2 delivery system n/a, yes, no. Prior to use, during use, post procedure. If yes, please specify (e.g. Kinked or twisted): 3.88 what intervention (if any) was required? 3.89 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 3.90 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. District managers reply to above. Received 14aug2023. There are not images of the device or procedure available. The device was flushed prior to the procedure. There were no issues during the flushing step. They started with an .018 wire and after angioplasty, moved to an .035 wire. The approach was contralateral but the bifurcation was not steep. It was a tight and calcified lesion in the sfa. Pre-dilatation was performed prior to stent placement. After the stent was deployed about one third of the way, the physician began to feel tightness and resistance. The area between the handle and the catheter started to bend upward and deform. At that point, the thumbwheel started to spin freely and he deployed the rest of the stent with a pin/pull method. He was able to deploy the rest of the stent but it had stretched. He then performed angioplasty followed by lining the lesion with additional zilver ptx stents. The stents deployed successfully. He felt that maybe the outer part of the deployment system was stuck on the interior of the arterial wall. No part of the stent fractured. The patient did not experience any adverse effects due to this event. Th 14aug2023.

Manufacturer narrative:
PMA/510(k) # p100022/s026. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.